Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless foot switch does not connect. Per the information collected, the wi-fi indicator on the footswitch and base station indicator were off and battery indicator was green, which indicates that there was an error in the wireless connection between the wireless footswitch and wireless base station. The fse replaced the base station which resolved the reported issue. Intermittently the wireless connection between the base station and wireless footswitch is lost and the base station or footswitch remains in error mode. When the base station or footswitch is in error mode it blocks x-ray switching functions by means of the wireless footswitch. Other options like the wired footswitch or hand switch can still be used when available. Philips has initiated a medical device correction (z-2485-2023). The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wireless foot switch had a connection issue. The device was outside of clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.